Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. Treatment was not reported. On an unknown date, the patient was discharged from the hospital. The outcome of the peritonitis event was unknown. No information was provided regarding whether dianeal therapy was ongoing. No additional information is available.